Manufacturer narrative:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei: (B)(4). Additional information received: after inflating the cuff with air, the cuff seemed to obstruct the patient¿s airway¿. What do they mean by this? The cuff surrounds the tube and the tube should remain patent even after the cuff is inflated. The cuff deformed so it blocked the airway. Was the patient¿s airway actually obstructed? At the moment it was. How was this discovered? It was discovered right after the cuff inflation at the operation room. How long did the problem go on for before it was discovered? Immediately. What effect did this issue have on the patient? The obstruction of the airway was noted. How was the problem solved? The airway became patent by replacing another new t.t. What is the current status of the patient? Stable. Would they send the device for investigation? Yes." This ae is deemed serious because an obstructed airway could be life threatening if no immediate measures were carried out to remedy the situation. From a clinical perspective, a causal relationship between the tracheostomy tube and this event is deemed possible because product use is temporally associated occurrence of the problem. However, this issue does not constitute a risk to the safety of the public at large. (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4). Complaint received as follows: market country: (B)(6). After inflating the cuff with air, the cuff seemed to obstruct the patient¿s airway. No harm or injury to patient. Removed by the normal way.